Manufacturer narrative:
No samples returned. Cannot determine the validity of the complaint.

Event description:
The customer removed the manufacturer date stickers to sterilize the clamp prior to use and they said the finish came off with the sticker.